Event description:
(B)(4). Initial information for this spontaneous case was received from a nurse/surgical technician on behalf of a physician on (B)(6) 2008: a patient (age and gender not specified,) received treatment with injectable poly-l-lactic acid (sculptra) and hyaluronic acid (restylane) in the periorbital area within a few months of each other from another physician, (therapy dates not specified.) Patient developed some "ridges/raised line" in periorbital area, "not a nodule." Doctor is not sure this is related to poly-l-lactic acid. He is trying to get rid of the hyaluronic acid with hyaluronidase, but does not want it to interact with poly-l-lactic acid. Physician wants to continue giving poly-l-lactic acid. No further medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received on 05-may-2008: (B)(4) received a call from the physician's office: the statement was made that the physician treated the patient after the hyaluronic acid (restylane) injections with hyaluronidase. The physician did not treat the patient after the poly-l-lactic acid injections, and the office will not be filling out the questionnaire they received. No further medical information reported.